Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of hypotension and transient ischemic attack are known potential adverse events as listed in the xact instructions for use. Although a conclusive cause for the reported adverse patient effects and relationship to the device, if any, could not be determined; there is no indication of product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that one day post xact stenting procedure in the right internal carotid artery, the patient was discharged home. The patient presented to the emergency room, the same day, with a transient ischemic attack with symptoms of dizziness and right sided facial numbness lasting a few minutes. The following day, the patient presents to the emergency room and was admitted with orthostatic hypotension. CT of the brain showed no evidence of acute disease. The carotid duplex showed a patent right internal carotid stent. The patient's lisinopril was discontinued. The patient's condition resolved on 08/05/2011 and the patient was discharged home. There was no reported adverse patient sequela. There was no additional information provided.